Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from a customer reporting a defective lcd (liquid crystal display) on a v60 ventilator. The device was not in clinical use. The issue was identified during a preventative maintenance (pm) evaluation. There was no reported harm. A philips field service engineer (fse) evaluated the issue and confirmed the issue. The fse reported the screen had a few defective points where the display was not normal. The fse replaced the lcd assembly, the lcd tray and associated cables. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.